Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was related to the 8mm tip cover accessory not being correctly installed on the monopolar curved scissors instrument. The site was instructed on the correct installation of the 8mm tip cover accessory. The system was tested and performed to specifications.

Event description:
It was reported that while preparing to start a da vinci si hysterectomy procedure, the site experienced difficulty to get an instrument on arm 1 through a cannula. The patient had ports placed and was under anesthesia when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.